Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 75% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery which is 20mm in length and 2.5mm in diameter. The lesion was predilated with a 2.25x10 unspecified balloon catheter and the 24 x 2.50mm taxus¿ liberté¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.:a visual and tactile examination found that the hypotube was kinked 42mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device. Based on the potential root causes identified in the fmea, the following attributes were examined. No damage was evident on the tip of the device. The tip outer diameter (od) was measured which is within specification. The stent of the device was not returned to the complaint investigation site for analysis. The balloon was microscopically examined and no issues were noted with its profile that could have contributed with the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).